Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system and completed a successful test drive and was unable to replicate the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the camera would drift forward a bit, and the surgeon would have to readjust. The customer changed the camera and checked drape with no change. Technical support engineer (tse) had customer perform an estop and recover and the issue seems to have cleared. The procedure was completed with no reported injury.